Event description:
It was reported to boston scientific corporation that an anterior/cystocele pelvic floor repair procedure on (B) (6) 2009, using an uphold vaginal support system, went well without complications. It was noted that the dissection was thin, with a thin layer of mucosa covering the mesh. On (B) (6) 2010, the patient returned for a post-operative check-up. The patient did not report any pain or other issues related to the surgery, and it was noted that the mesh provided "excellent apical support." However, there was erosion of the mesh through the mucosa. The physician removed most of the mesh from the patient's interior vaginal compartment. The patient is reportedly"doing great" following this partial mesh removal.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.